Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the cuff closure of a lap tlh procedure, the needle broke in half and fell into the patient cavity, but was retrieved. The patient is alive with no injury. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.